Event description:
Customer called to report that the paramedics were call to treat low blood glucose. The blood glucose reading at the time of the event was 35 mg/dl. Customer stated that she is stressed and overworking. All programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.